Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen and was overheating while on the charger. The pdm touchscreen was no longer working properly. No injuries or medical intervention was reported due to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.